Manufacturer narrative:
According to the complainant the device will not be available for investigation because it was discarded by the patient. We are unable to determine if any product condition could have contributed to the reported hospitalization and hyperglycemia. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms. Locked down smartphone: lockdown omnipod software app version: 3.1.2-p001 operating system: n5004l-am-q-mv01602-06-01.06 hardware: n5004l cgm sensor type: g6 *please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
The mother of the patient reported that her daughter's blood glucose (bg) level had risen to 28.9 mmol/l (520.2 mg/dl) with ketones of 4.3 mmol/l. On inspection, it was noted that the pod was leaking at the cannula site. The pod was removed and replaced with a new one. The patient was taken to (B)(6) hospital, where she was diagnosed with high bg levels and ketones. She was treated with intravenous glucose and potassium fluids. During her hospital stay, she was also diagnosed with a viral infection unrelated to the pod and was prescribed antibiotics. While hospitalized, the patient did not wear a pod. She stayed overnight and was later fitted with a new pod upon discharge. The pod was discarded.